Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown - constructs: dhs/dcs/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: sharma g. Et al (2017), morphology of the posteromedial fragment in pertrochanteric fractures: a three-dimensional computed tomography analysis. Injury-international journal of the care of the injured. Volume 48, pages 419-431, (india). This study wanted to describe the morphology of the posteromedial fragment using 3-dimensional computed tomography (CT) scans and answer two specific questions 1) do differences exist between the 3d CT appearances of posteromedial fragments and the depictions made in the ao classification 2) does the morphology of posterior-medial fragment affect stability in ao/ ota 31-a2 fractures, in terms of fracture collapse after adequate reduction and fixation of these fractures? Between november 2013 and may 2014, 8 patients with 31-a1 fractures and 50 patients with 31-a2, whose preoperative CT scans were analyzed, were included in the study. The 8 patients with 31-a1 fractures consisted of 5 males and 3 females with a mean age of 63.6 years (range, 24-80 years). The 50 patients with 31-a2 fractures consisted of 30 males and 20 females with a mean age of 67.4 years (range, 40-98 years). All fractures were treated with an unknown synthes 135 degrees dynamic hip screw. The degree of fracture collapse was used as the outcome tool in this study. It was determined by comparing the distance from the tip of the screw till the barrel between the immediate postoperative and the latest anteroposterior radiograph at the time of fracture union or just before cutout. All patients whose radiological follow up was available at a minimum of 6 months follow up were evaluated for fracture collapse. 4 patients died and 9 patients were lost to follow-up. Complications were reported as follows: 39 patients with 31-a2 fractures had a fracture collapse with an average of 9.79mm (7.61 mm; range 2mm-30mm). 6 patients with 31-a1 fractures had a fracture collapse with an average of 3.33mm (0.94mm; range 2-5mm). This report is for one (1) device- unknown synthes 135 degrees dynamic hip screw. This is report 1 of 1 for (B)(4).